Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H.6. Investigation summary: bd had not received samples or photos in support of this complaint. However, 200 retained samples were visually evaluated and no defects were found with the retention product. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes one sample had foreign matter (fm) inside the tube. There was no health impact or consequences reported.